Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was returned in two pieces. On the returned distal portion, an insulation abrasion exposing the outer coil was noted at 30.6 cm to 33.4 cm from the distal end. The abrasion was consistent with exposure to constant friction with another implantable device.